Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (dose and concentration unknown) via an implantable pump. The indication for use was noted as intractable spasticity and other spasticity. On (B)(6) 2015 the patient presented to the emergency room with the pump alarming. Pump telemetry and logs indicated that the pump motor stalled and had not recovered. The patient had not had an MRI. The pump was replaced. The issue was resolved. The patient had no symptoms related to the event; the patient was not withdrawing. The patient status was reported as ¿alive-no injury¿.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to shaft-bearing. After analysis and review, the previously reported eval code-result of was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 85 96sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).